Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop cutting issue.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used during an endoscopic mucosal resection procedure performed on (B)(6) 2023. During the procedure, a 13mm captivator small oval stiff snare was chosen to remove a polyp in the ascending colon measuring 1.1cm x 0.9cm. However, it was noted that the snare could not fully extend and was ineffective in removing the polyp completely. To address this issue, a re-submucosal injection was given, and the polyp resection was repeated. Nevertheless, it was observed that the extent of the polyp removal was still inadequate. Therefore, additional electrocoagulation procedures were carried out to remove the remaining resection margin. Throughout the process, the patient's vital signs were closely monitored, and no adverse reactions were observed. The procedure was completed with this device. There were no patient complications reported as a result of this event.